Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery has depleted. Boston scientific technical services (ts) reviewed history and none found. When pacing would stop was also explained. This patient was scheduled for a replacement. Attempts to obtain additional information were unsuccessful. At this time, this device remains in service. No adverse patient effects were reported.